Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of inability to attach the catheter to the groshong connector was confirmed. The product returned for evaluation was one segment of a 4 fr groshong nxt clearvue catheter and two, two-piece connectors for 4 fr groshong nxt catheters. The investigation findings are consistent advancement of the compression sleeve prior to insertion of the catheter. The returned product sample was evaluated and the following observations were made which were consistent with mishandling of the distal connector or improper connector assembly: an attempt to insert a non-complainant 4fr groshong nxt clearvue catheter into the distal connector piece failed. The catheter would pass through the clear strain relief sleeve but would not pass through the bore of the distal connector. The distal connector piece was bisected, longitudinally, in order to inspect the condition of the inner compression sleeve and the sleeve was subsequently found to be in the locked position. Insertion of flushing adaptors, or other devices, into the distal connector piece will change the position of the inner catheter compression sleeve and render the connector unusable for later assembly. Additionally, the connector assembly should not be preassembled or pre-fit prior to the final assembly step as this will also advance the inner catheter compression sleeve. The product IFU contains instructions for proper product assembly and adherence to the instruction steps will avoid this type of event. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that after insertion of the catheter, the exposed portion of the catheter could not be attached to the oversleeve portion smoothly. After forceful attachment, so strong resistance was felt during aspiration that made it impossible to complete aspiration. Another oversleeve portion was used and installed smoothly. Aspiration was conducted properly. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that after insertion of the catheter, the exposed portion of the catheter could not be attached to the oversleeve portion smoothly. After forceful attachment, so strong resistance was felt during aspiration that made it impossible to complete aspiration. Another oversleeve portion was used and installed smoothly. Aspiration was conducted properly. It was reported this occurred with two devices. This report addresses the second device.